Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp needs to be replaced. The event was noted during a surgical procedure. The procedure was able to be completed with no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and found system message (sm) ¿the lamp in the table top illuminator needs to be replaced. Please contact field service¿, but was not able to replicate the sm or the customer reported event. Unrelated to the reported event, the male and female pneumatic connectors were replaced. The system software was updated. The system was then tested the system, but it did not meet product specifications as it failed the ¿smartvit¿ 1000cpm test. The company service representative returned and replaced the xenon lamp as a preventive action for the initial reported event. The vitrectomy valve cable assembly was replaced to resolve the ¿smartvit¿ cutter issue. The system was then tested and met all product specifications. The system was manufactured on january 2, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).